Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported right side "breakage, pain, and swelling." Healthcare professional later reported capsular contracture baker grade IV and seroma-late, and "with lobulated contours." Un-reporting rupture as MRI dated (B)(6) 2023 confirmed there was no rupture. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture and seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV and seroma-late.

Event description:
Healthcare professional later reported capsular contracture, baker grade IV and seroma- late. Un-reporting rupture as MRI dated (B)(6) 2023 confirmed there was no rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "breakage, pain, swelling" the device remains implanted.